Event description:
It was reported that the riata lead oversenses interferences which cause several inappropriate shocks. The lead sense/pace portion was replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.